Event description:
The customer used the device to check their blood glucose and obtained a result of 189 mg/dl. Twenty minutes later patient fainted and was incoherent. Emergency medical technician were called and they checked patient's glucose at 20 mg/dl. Patient was treated with a glucose paste and then given a peanutbutter and jelly sandwich with a glass of coke. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.